Event description:
A power-on-reset (por) condition was reported and a potential over-discharge situation with the neurostimulator was reported. Add'l info was requested.

Manufacturer narrative:
(B)(4).